Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were call service 012 alarms. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 4/21/2017 with the following findings: the black box and alarm history showed a cs 012 call service alarm. The pump powered on properly with no alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the ¿call service alarm¿ issue was not duplicated. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. The battery cap was not returned with the pump and a test cap was used to complete the investigation.